Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the mount. It was also reported that an x-ray was performed to locate the broken piece; there was a 10 minute delay to the procedure. It was further reported another blade was available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.